Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. The instrument was found to have thermal damage on the yaw pulley. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The conductor wire was not broken and was still attached to the yaw pulley. The conductor wire had insulation damage, and the wire was exposed. The probable root cause of the thermal damage to the ceramic sleeve is primarily attributed to device design, as insufficient silicone potting on the ceramic sleeve allows a possible arc path during air firing. Clinical use of monopolar energy can result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery hook (pch) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm permanent cautery hook (pch) instrument exhibited an electric leakage at the distal joint. The procedure was completed with no reported patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.